Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced melena and was admitted following a clinic visit for a syncopal episode. Gastrointestinal bleed was revealed through multiple endoscopies with double balloon endoscopy with treatment of 3 nonbleeding arteriovenous malformations (avms) in the jejunum. The patient was given 2 units of packed red blood cells (prbc) on (B)(6) 2019 and another unit on (B)(6) 2019. Inr was supratherapeutic and coumadin and aspirin were held. Inr returned to normal so coumadin was restarted on (B)(6) 2019 and the patient was discharged home.

Manufacturer narrative:
Manufacturer¿s investigation conclusion a specific cause for the reported events, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no further events have been reported at this time. The hmii lvas instructions for use (IFU) lists all potential adverse events, including bleeding, that may be associated with the use of the heartmate ii left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an esophagogastroduodenoscopy (egd) was performed and the patient was found to have 3 nonbleeding arteriovenous malformations (avms) in the jejunum. Once hemoglobin stabilized, the patient was discharged home.

Manufacturer narrative:
Section a4: additional information. No further information was provided. The manufacturer is closing the file on this event.